Event description:
The patient was injected into the left and right nasolabial areas, upper and lower lips, and under the eye. The patient allegedly developed major swelling in the lip and, the cheek area (lower part of the face) approximately three weeks later. The patient was prescribed prednisone.

Manufacturer narrative:
Per product labeling, the product is indicated for use in mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The use of the device outside of labeling indications is considered as unapproved use. The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.